Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va126rq, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for bowel dysfunction and gastrointestinal/pelvic floor. It was reported that right after implant surgery for about three weeks, everything went really well but the patient was having some "burning" sensation near the site of the lead. His programs were changed and he was feeling frustrated because he had gone through a couple of the program changes and his symptom relief wasn't what it was when he was on the trial and the first few weeks after implant. The patient was keeping in touch with his doctor to try to get optimal symptom relief and planned to call his doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.